Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 371 mg/dl. The customer stated she changed the infusion set the day prior to the event, but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the prime test and was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.